Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac arrest and chronic systolic and diastolic heart failure. No further information is available at this time.